Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a scope communication error (error code e315). The issue occurred during preparation for use for a therapeutic colonoscopy procedure. There was a 15 minute delay, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.new information added to the following fields: h3, h4 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.a definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction is likely a short circuit or electrical continuity failure at the plug due to water intrusion into the scope connector, which led to the occurrence of the event.the event can be prevented by following the instructions for use which state:1. IFU (reprocessing manual) warns on detaching leakage tester from eh device as follows:5.4 leakage testing of the endoscope, perform the leakage test, caution¿ detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope.-2.IFU (operation manual) states on troubleshooting for abnormality during procedure as follows:chapter 5 troubleshootingif any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿.olympus will continue to monitor field performance for this device.